Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of statlock retention device separation from the pad substrate was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a statlock cv ultra dual post catheter stabilization device. The depicted device was attached to a hemo-flow dialysis catheter. The retainer portion of the device was completely detached from the tricot substrate pad. The substrate pad exhibited material discoloration. Inspection of the submitted photographs confirmed detachment of the retainer from the pad, inspection of the photographs was insufficient to identify the cause of the detachment. Potential contributing factors include chemical degradation of the adhesive and insufficient adhesive application. A lot history review (lhr) of judsf496 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that it has occurred for the 2nd time in two different patients that the fixation member releases from the fixation patch. The patch was on the patient's photo, placed on tuesday. The photo shows what the nurse found four days later. Patient has not been in the shower with the patch. This patch is very important for the fixation of (not yet ingrown) tunneled central venous catheters. Releasing has a significant risk of dislocation and infection. This report addresses the 2nd patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of statlock retention device separation from the pad substrate was confirmed; however, the root cause was not identified. Two photographs depicting a statlock cv ultra dual post catheter stabilization device were returned for investigation. The depicted device was attached to a hemo-flow (non-vad) dialysis catheter. The retainer portion of the device was completely detached from the tricot substrate pad. The substrate pad exhibited material discoloration. Inspection of the submitted photographs confirmed detachment of the retainer from the pad, but the cause of the detachment could not be determined from the photographs. An unused same lot sample was subsequently returned. A visual observation of the unused sample revealed that the retainer was adhered to the substrate. The adhesive extended to the perimeter of the retainer base. After forcefully removing the retainer from the substrate, a microscopic examination revealed variation in adhesive coverage near the center of the retainer. The manufacturing facility was notified of this complaint. There were no changes in the manufacturing process and quality inspections revealed no issues associated with the reported lot. Potential contributing factors include chemical degradation of the adhesive, patient induced damage, and insufficient adhesive application of the affected part. A lot history review (lhr) of judsf496 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the netherlands.

Event description:
It was reported that it has occurred for the 2nd time in two different patients that the fixation member releases from the fixation patch. The patch was on the patient's photo, placed on tuesday. The photo shows what the nurse found four days later. Patient has not been in the shower with the patch. This patch is very important for the fixation of (not yet ingrown) tunneled central venous catheters. Releasing has a significant risk of dislocation and infection. This report addresses the 2nd patient.